Event description:
Customer reported, the left monitor screen on workstation goes black intermittently. Sometimes they have picture and sometimes they don't. No patients were involved.

Manufacturer narrative:
The service rep inspected the system and found the ac power cable assembly damaged. He repaired the cable. Unit functions as intended.